Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated during the call that they were experiencing a zapping sensation from the stimulator where they were being shocked continuously and then they had to call the representative (rep) and shut it off. Rep stated on the call that they plan to meet with the patient next wednesday or thursday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative (rep). When asked what actions were taken to resolve the shocking/zapping sensation, the rep replied and said the zapping has not continued to occur for the patient and that they will be seen in march for follow up. The cause of the implant battery draining fast was stated to be unknown but the rep will check if it was due to the program settings at the follow up. The cause of the zapping was also not determined, but the rep mentioned that it could be the patients anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep stated cause of shocking/zapping was due to patient had intensity on too high, spoke with patient over the phone to decrease intensity and it has resolved since. Meeting with patient later this week to make additional programs to avoid that happening again. New programs, and lower intensities helped resolved the issue. Issue has been resolved. Additional information was received from the rep. Caller stated their colleague met with the patient, they hadn't experienced the zapping sensation since the initial call and was provided additional programming. Caller didn't know if impedances were checked at this time but previously when the caller met with the patient for the first time, everything was fine. Patient called caller last night stating they randomly felt the zapping again and when they connected with the therapy app, it showed that the implant (ins) was off. Caller stated patient turned ins on at a low level for while they were sleeping and ins was at 100% but in the morning, the ins had drained to 40%. Technical services (tss) recommend patient keep diary of zapping events and consider leaving ins off to see if zapping continues. Tss reviewed issue may be related to patient's body/anatomy. Tss suggested meeting with the patient to check impedances, recharge interval and seeing if they can recreate the sensation in office and if so, check impedances while sensation is occurring. Caller mentioned an instance in the past where they had a patient where they did an ins reset with the recharger and asked if that would be an appropriate step for this situation. Tss reviewed that an ins reset is always an option but typically isn't used for therapy issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they met with the patient and all the issues were resolved with new programs.